Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case exact cause of the annular rupture and resulting pericardial tamponade could not be confirmed; however the patient¿s severely calcified native annulus may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Following the transfemoral deployment of a 29mm sapien xt valve tee noted a hematoma of the native annulus and a pericardial tamponade. A pericardiocentesis was performed and 940cc of blood was removed. The heparin was reversed and the chest tube was sutured in place. The patient was transferred out of the or with suction on the chest tube. The same evening the patient was taken back to the or for low blood pressure and another 1 liter was drawn off via pericardiocentesis. His chest was then opened and many blood clots removed. Later that evening the patient expired in the ICU. The patient¿s native annulus was severely calcified.